Event description:
It was reported that during a laparoscopic nephrectomy procedure, the generator alarmed and displayed error code 5: instrument. The doctor removed the device and found it broken. Another like device was used and same this happened. A third like device was used to complete the procedure. There was no patient consequence.